Event description:
It was reported that an unspecified number of 4-Way Large Bore (Lipid Resistant) Stopcocks did not flow during simulated use testing. The reporter stated that fluid could be aspirated from the IV bag into a 20mL syringe; however, when the stopcock was rotated to administer fluid (simulating delivery to a patient via a blue clave), the syringe plunger could not be depressed, and fluid could not be infused. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.